Event description:
Machine malfunction: "uf rate vessel alarm. No injury occurred. Rinse-back given and patient moved to another machine where procedure continued without consequence. Manufacturer response for hemodialysis unit, baxter (gambro) (per site reporter). The hose on the outlet side of the puf pump was cracked and leaking causing the uf vessel rate failure. Replaced hose with a new one and put into a patient simulation. During patient simulation I called baxter tech support, told them the serial number and defined what I found and what I did to remedy problem. They then said the leaking hose would definitely cause the error, and if unit passes patient simulation without issue that they saw no problem turning equipment back over to floor for use. The unit passed patient sim and I performed a bleach and rise and checked for residual bleach. Unit checked negative for residual bleach and I returned unit to use.